Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that identified a data sync alert and found the medapp was down. A technical support specialist (tss) rebooted the station, after which the medapp and services resumed normal operation, with no further data sync errors observed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote smart service alert indicated that on server lvtpyxmv2end1 the cfndatasyncservice had been down, with the service stopped for more than 5 minutes. However, there were no delays or adverse events or injuries reported based on this event.